Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported she is experiencing leaking at the site of her infusion set. Patient stated the issue has occurred 5-6 times in the last 2 months. Patient uses the insertion assist device to insert the infusion sets. Patient reported she did hear the audible click when she attached the infusion set tubing to the headset. Patient stated the issue occurred with more than one box of infusion sets. Patient reported she programmed a bolus today, smelled insulin, looked down and saw insulin leaking from the infusion site. Patient stated she thinks the concern is with the infusion headset and not her body. Patient reported her blood glucose reading is "380 something." Patient's target blood glucose is 130 mg/dl. Advised to change the headset. Patient stated the other alleged headsets that she noticed leaking, upon removal the cannula was not bent or kinked. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
Conclusion the complaint describing a leaky on the head set cannot be verified, the head set meets product specifications. Result the used returned head set was visually inspected and tests for flow and tightness were performed. All test results were within specifications. The problem mentioned by the customer could not be reproduced.